Event description:
Trocar sleeve split at bottom. Small piece, approx 3x3mm fell into pt's abdomen. Split noted while removing portion of uterine fibroid. Extensive laparoscopy performed and abdomen x-rayed twice. Missing piece of trocar not located.